Event description:
The recipient reportedly experienced a hot and burning processor. The recipient smelled a burning scent. Following processor removal, smoke and a flame were observed. No medical intervention was required. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.1 & d.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.